Manufacturer narrative:
On june 14 2018, haemonetics received a report of a pcs2 plasma collection system which potentially had a printed circuit board which had burnt out, generating visible smoke and a burning odor. On june 21 2018 a haemonetics field service engineer evaluated the device and found that the motor control printed circuit board had failed, a black burn mark was observed on the board. It is not possible to determine what has caused the motor control board to fail as a result of this investigation. There were no injuries as a result of the failed motor control board. The field service engineer replaced the failed motor control board, then tested the device and found that the pcs2 meets all manufacturing specifications and was returned to service.

Event description:
On june 14 2018, haemonetics received a phone call to the product support hotline, in which csl plasma reported a pcs®2 plasma collection system which appeared to have smoke coming out of the machine and burning smell was observed. The customer's technician reported that they had discovered this issue while calibrating the device after replacing the printed circuit boards within the device. There was no donor connected to the device at the time, and the technician was not injured.